Manufacturer narrative:
The monitor was returned to the distributor. The distributor downloaded the software flag files for zoll manufacturing to review, in accordance with procedures recommended by zoll manufacturing. The distributor did not indicate a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2021. Per clinical review of the continuous ECG recording, the device was started up at 08:42:29 on (B)(6) 2022. 19:55:24, the patient was in sinus rhythm 70 bpm. The rhythm degraded to vt 160 bpm with response button use. Device was shutdown 19:55:52 on (B)(6) 2022. Per continuous ECG recording, the patient was in vt 200 bpm with response button use from 19:55:38 until the device was shutdown 19:55:52. Device shutdown prevented the lifevest from treating the patient. 19:56:36 on (B)(6) 2022, the device was started up. 19:56:54, the patient's rhythm was vt 170 bpm with response button use. Device shutdown 19:57:15 on (B)(6) 2022. Device shutdown prevented the lifevest from treating the patient. 19:57:50 on (B)(6) 2022, the device was started up. Device was shutdown 6 seconds later 19:57:56 on (B)(6) 2022. Per continuous ECG recording, patient was in vt 200 bpm. 20:13:21 on (B)(6) 2022, the device was started up. Device was shutdown 20:17:28 on (B)(6) 2022. Per continuous ECG recording, the patient was in vt from 170-140 bpm with varying amplitudes from approximately 20:13:21 until the device shutdown 20:17:28 on (B)(6) 2022. Vt was seen from approximately 19:55:24 until the final device shutdown 20:17:28 on (B)(6) 2022. However, rb use, multiple device startup and shutdowns, varying amplitudes, and hr falling below the threshold for treatment prevented the lifevest from treating the patient during these two times. No lifevest or non-lifevest defibrillations were seen on (B)(6) 2022.

Manufacturer narrative:
The monitor was returned to the distributor. The distributor downloaded the software flag files for zoll manufacturing to review, in accordance with procedures recommended by zoll manufacturing. The distributor did not indicate a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2021. Per clinical review of the continuous ECG recording, the device was started up at 08:42:29 on (B)(6) 2022. 19:55:24, the patient was in sinus rhythm 70 bpm. The rhythm degraded to vt 160 bpm with response button use. Device was shutdown 19:55:52 on (B)(6) 2022. Per continuous ECG recording, the patient was in vt 200 bpm with response button use from 19:55:38 until the device was shutdown 19:55:52. Device shutdown prevented the lifevest from treating the patient. 19:56:36 on (B)(6) 2022, the device was started up. 19:56:54, the patient's rhythm was vt 170 bpm with response button use. Device shutdown 19:57:15 on (B)(6) 2022. Device shutdown prevented the lifevest from treating the patient. 19:57:50 on (B)(6) 2022, the device was started up. Device was shutdown 6 seconds later 19:57:56 on (B)(6) 2022. Per continuous ECG recording, patient was in vt 200 bpm. 20:13:21 on (B)(6) 2022, the device was started up. Device was shutdown 20:17:28 on (B)(6) 2022. Per continuous ECG recording, the patient was in vt from 170-140 bpm with varying amplitudes from approximately 20:13:21 until the device shutdown 20:17:28 on (B)(6) 2022. Vt was seen from approximately 19:55:24 until the final device shutdown 20:17:28 on (B)(6) 2022. However, rb use, multiple device startup and shutdowns, varying amplitudes, and hr falling below the threshold for treatment prevented the lifevest from treating the patient during these two times. No lifevest or non-lifevest defibrillations were seen on (B)(6) 2022.